Event description:
It was reported that the patient¿s other system should be completely explanted because the patient did not receive benefit. It was later reported that the ins was explanted due to end of battery life. Additional information received reported that during explant, the lead was pulled strongly and broke. The lead was discarded.

Manufacturer narrative:
Concomitant products: product ID 3093, serial# unknown, implanted: (B)(6) 2014, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension; product ID 3093, serial# unknown, implanted: (B)(6) 2014, product type lead. (B)(4).